Event description:
It was reported that this right atrial (ra) lead exhibited noise and low out of range impedance measurements. A revision procedure was performed and it was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).